Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The sensor was inserted into the arm, which is an off label usage of the device, on 05/13/2025. On 05/13/2025, around 1:00am, the patient inserted a new sensor. After the 2-hour warm-up period, the patient¿s cgm displayed a ¿sensor error message, wait for three hours¿. The patient was wearing an omnipod insulin pump. The patient then went to bed. At an unspecified time later, the patient was found by his mother unconscious. The patient¿s mother treated the patient with a glucose tablet and called emergency medical services (ems). The patient was ¿barely conscious¿ and incoherent at this time. Once ems arrived, the patient¿s bg meter reading was 20 mg/dl while the patient¿s cgm was still in a sensor error state at this time. The patient was transported to the emergency room (ER). At the ER, the patient was treated with an unspecified IV. Around 11am, the patient¿s cgm started providing a reading, which was 240 mg/dl while the patient¿s bg meter reading was 200 mg/dl. The patient was discharged home around noon the same day. The patient was ¿okay¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.